Event description:
It was revealed during a periodic review of the manufacturer's programing history database that high impedance was observed on the patient's vns generator. The high impedance was present on the system diagnostics performed almost a year prior. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.